Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that stated the ac power leds were inactive to all channels. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the ac power connector showed signs of melting. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.